Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic adhesiolysis, right ovarian cystectomy and right partial oophorectomy; due to stress urinary incontinence. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding and dyspareunia. It was reported that the patient underwent removal of mesh on (B)(6) 2008 due to vaginal wound separation and pelvic pain; with no sign of erosion. It was reported that on (B)(6) 2011, the patient underwent exploratory laparotomy, lysis of extensive intra-abdominal adhesions, bilateral bso, burch retropubic colposuspension, cystoscopy, repair of incidental colostomy and rigid sigmoidoscopy. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 02/10/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.